Manufacturer narrative:
The MFR did not received devices, x-rays were received for review. Other source document (customer letter) was received. As no lot number were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info becomes available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted an unk hip stem on left side on (B)(6) 2005. The patient was revised on (B)(6), 2011 due to pain. "Since the exact revision date was not reported, we take the date of awareness as the date of event"